Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver did boot and charge. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set. Receiver download could not be performed with receiver in this state. The receiver was opened and the ui-u1 pcba was detached to download the receiver log. The receiver log was reviewed and firmware errors were observed. Functional test could not be performed due to continuous initialization. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.